Manufacturer narrative:
(B)(4). The patient remained stable throughout the procedure. There was no visible chordal rupture, chordal damage, flail, prolapse, or leaflet damage. Another mitraclip procedure may be performed at a later date. There was no additional information provided. The customer reported the cds was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty positioning the cds resulting in clip caught in chordae, may include, but are not limited to, misalignment of the key or a loose key, excessive tension (e.g. Due to the anatomy, guide curves, etc.) On the device, inadvertent user mishandling during preparation, and kinks/bends in the shaft or manufacturing anomalies/defects. The device may be influenced by morphology of the mitral valve, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. It is possible that the reportedly large valve, along with procedural interactions, resulted in more tension on the device and therefore contributed to the reported difficulty to position the cds resulting in clip caught in chordae; however, this cannot be confirmed. Based on the information reviewed and without the device to examine, the reported clip caught in chordae appears to be related to difficult to position (clip moved anteriorly-lateral); however, a definitive cause for the reported difficulty positioning cds could not be determined. It was also reported that resistance was felt during retraction of the cds through the sgc. Potential causes for difficulty removing the cds from the sgc can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement/removal). Difficult to remove sgc can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. It is possible that the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user resulted in the clip getting caught in the guide tip; however this cannot be confirmed. Based on the information reviewed, the reported difficulty removing the cds appears to be related to procedural conditions/user technique. There were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint history did not indicate a manufacturing issue for difficulty removing the cds. The reported patient effects of worsening mr and tissue damage (mitral valve injury), as listed in the mitraclip system IFU, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported flailing chord/leaflet (tissue damage) was likely a result of the removal attempts from the first procedure as the clip was caught in the chordae. Although a conclusive cause for the reported increase in mr and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is being filed for the clip caught in chordae, which has potential of serious injury. It was reported that the patient had a very large valve area and the transseptal puncture was a little higher due to the large left atrium. There were no issues with imaging. Two mitraclips were implanted in the patient with a large regurgitant jet and degenerative mitral regurgitation (mr) reducing the mr from 4 to 2-3. The third clip delivery system (cds) was inserted and got caught in the chordae several times. The physician feels the cds contributed to the clip getting caught in chordae because the clip would move anterio-lateral from the original location when the clip was unlocked and the arms were opened. Trouble shooting steps of inverting the clip, retracting, releasing the curve, torquing posterior, torquing 90 degrees in either direction, were performed. The torquing in either direction is how the clip was released from the chords. The cds was advanced to and from the ventricle several times and it was noted that the mr was now 3 to 4. The third cds did not interact with the first two clips. The cause of the mr increase is unknown. There was no evidence of single leaflet device attachment. After four hours into the procedure, the procedure was aborted. The third cds was removed without being implanted. It met resistance during retraction one time on the soft tip of the steerable guide catheter (sgc). The cds was advanced out of the sgc, rotated, and retracted into the sgc without further incident.

Event description:
Subsequent to the previously filed report, additional information was received indicating that a second mitraclip procedure was performed on (B)(6) 2014. There appeared to be a flailing chord/leaflet immediately lateral to the more lateral of the two clips that was not observed on (B)(6) 2014 index procedure. It is possible that the chord/leaflet flail occurred due to the clip getting caught in the chords on (B)(6) 2014; however, the leaflet flail was not observed until (B)(6) 2014. The third mitraclip was implanted, but the mr remained 4. A fourth cds was inserted, but the gripper lines would not translate during the gripper line removability test. The user unlocked the clip, but opened more than desired with a subsequent loss of the posterior leaflet from the clip. There were no knots/twists noted on the gripper lines. There were no issues observed during functional inspection. There were no extreme curves applied. Two hours were spent trying to regrasp the leaflets, but were unsuccessful. It was a challenging case due to the large mitral valve. The cds was removed and not implanted and mr was unchanged. There was no additional information provided.